Manufacturer narrative:
Service was dispatched. The field service engineer (fse) found the sample syringe (p/n 474171) driver ball bearing was loose causing the syringe not to move up and down properly. He tightened the screw that secures the ball bearing. Primed the sample syringe and performed calibration and qc verification. All results were within the customers established range. The failure mode was the loose mc sample syringe driver ball bearing which can affect any or all assays on the mc side of the analyzer. (B)(4).

Event description:
Customer noted 4 erroneously low glucose modular (glum) patient results on their dxc800pro when calling to troubleshoot glum precision issues. Further review indicated the 4 patient samples also involved other assays: creatinine (crem) and potassium (k). Reruns on their other dxc instrument generated higher acceptable results and were amended 10 minutes later. It was confirmed that there was no affect to patient treatment.